Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. Probable cause could not be determined.

Event description:
It was reported that the device had a downstream occlusion (dso) alarm. Per reporter, they have checked the line for kinks and closed clamps but there was nothing to indicate the presence of the dso alarm. Per reporter, the pump was not responding to button pushes and the user was unable to silence the alarm or power the pump down. Per reporter, the batteries were removed and replaced, but the alarm immediately returned, the pump was locked and the user was unable to remove the cassette. No settings were reviewed. The event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.